Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the insulin pump was giving motor error alarms. It was then stated that the customer was hospitalized for high blood glucose. No blood glucose readings were reported. The displacement test was performed, and the insulin pump passed the test. Nothing further was reported.